Event description:
It was reported that the lead exhibited a low out of range high voltage lead impedance measurement on a remote transmission. The patient was planned to be brought into clinic for further testing.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.